Event description:
Account has a bed that the hilow is drifting. He said that there was a pt in the bed, there were no alleged injuries and the bed was in a regular pt room. Repair has not been completed at this time.